Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right contralaterally. The 100% stenosed lesion was located in the moderately tortuous superficial femoral artery. The superficial femoral artery was predilated with a sterling es balloon. Then the physician advanced a sterling sl balloon to dilate the lesion further. A wallstent delivery system was implanted successfully. The physician then advanced a 7.0x40mmx135cm sterling balloon to postdilate the lesion. The 7.0x40mmx135cm sterling balloon was inflated to 6atm and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).